Event description:
A chief tech has reported that a blood leak occurred during treatment. The transducer protector and transducer line separated during treatment and blood sprayed everywhere. The chief tech mentioned that it has been a recurring issue. Estimated blood loss was less than 100 cc's. Pts did not require medical intervention. The actual sample was discarded; a companion sample is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval; however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviation or nonconformances during the manufacturing process. In addition, batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR #s 8030665-2013-00214, 8030665-2013-00215, 8030665-2013-00216, 8030665-2013-00217, 8030665-2013-00218.